Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in moderately tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres (atm) for few seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in moderately tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres (atm) for few seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition.

Manufacturer narrative:
E1 - initial reporter first name: (B)(6).